Manufacturer narrative:
Patient identifier: sid (B)(6). All patient information received. This report is being filed on an international product, list number 08k25-28 that has a similar product distributed in the us, list number 8k25-27/-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect intact pth results for multiple patient samples compared to the results obtained by an alternative method (diasorin liaison). The following data was received from the customer on 12may2021: the customer performed comparison study with architect intact pth reagent lot 03220i000. A comparison was made with the routine protocol and the emergency protocol. Ipth emergency protocol result sid (B)(6) result 44.6 pg/ml. Sid (B)(6) result 1, 658 pg/ml. Sid (B)(6) result 37.6 pg/ml. Sid (B)(6) result 28.6 pg/ml. Sid (B)(6) result 1802 pg/ml. Sid (B)(6) result 144.7 pg/ml. Sid (B)(6) result 83.5 pg/ml. Sid (B)(6) result 341.5 pg/ml. Sid (B)(6) result 25.0 pg/ml. Sid (B)(6) result 556.7 pg/ml. Routine protocol result: sid (B)(6) result 40.8 pg/ml. Sid (B)(6) result 1, 364.4 pg/ml. Sid (B)(6) result 25.5 pg/ml. Sid (B)(6) result 17.0 pg/ml. Sid (B)(6) result 1513.9 pg/ml. Sid (B)(6) result 117.1 pg/ml. Sid (B)(6) result 57.9 pg/ml. Sid (B)(6) result 249.3 pg/ml. Sid (B)(6) result 21.0 pg/ml. Sid (B)(6) result 462.8 pg/ml. With both protocols the patient¿s clinical picture didn¿t change, according to the reference range set by the customer: serum 11-67 pg/ml/plasma 16-87 pg/ml these same samples were processed on a diasorin liaison instrument, the results are provided below: sid (B)(6) result 17.5 pg/ml. Sid (B)(6) result 640 pg/ml. Sid (B)(6) result 13.5 pg/ml. Sid (B)(6) result 10.0 pg/ml. Sid (B)(6) result 49.7 pg/ml. Sid (B)(6) result 22.8 pg/ml. Sid (B)(6) result 120 pg/ml. Sid (B)(6) result 10.8 pg/ml. Sid (B)(6) result 157 pg/ml . There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated architect intact pth results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 03220i000 through worldwide data. Return testing was not completed as returns were not available. Complaint activity for lot 03220i000 did not identify an increase in complaint activity related to the false elevated results. The trending review did not identify any trends related to the issue. Review of historical performance of reagent lot 03220i000 was evaluated using worldwide data from customers in the field for the routine and stat assays. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 03220i000 was within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 03220i000. The device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect intact pth for lot number 03220i000 was identified.